Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited a distorted image on the screen, it¿s blue and not showing the image. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.